Event description:
Reporter calling, stating he experienced health problems and hospitalization after using his invacare platinum 10, and device-related accessories supplied by his dme (durable medical equipment) provider "apria healthcare". Reporter states that in "april 2023" he started having intense headaches, skin irritation in and on his nose as well as swelling around his nose, and also arms and shoulders "feeling tight" and painful. Reporter states he was unable to turn both arms and even today is unable to use his own arms to clean and wash his back when bathing, and states he requires assistance to complete this task. Reporter states that he was hospitalized and x-rays were performed however states he was later told that "they should have given me a CT scan" instead. Reporter states that the doctor who initially treated him is no longer working at that hospital. Reporter states he also experienced "tooth problems" and dry mouth despite never having any dental problems prior to using the platinum 10 device. Reporter states he also experienced "pains on both sides" of his stomach. Reporter states he contacted apria about the problems he was having "but they ignored me".